Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided

Event description:
It was reported that the implant was received with the package opened and the implant was not sterile. Procedure at tooth site 46 was completed with other implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsx47b10, (tsx¿ implant, 4.7mmd, 10mml) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant's original packaging / vials were not returned for evaluation. The implant's drive feature was identified damaged. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1277340. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1277340 for similar events and no other complaint was identified. Review completed utilizing keywords: damaged or un-sealed sterile barrier. A definitive root cause could not be determined. Based on the investigation, the reported event might have occurred following mishandling of device/packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.